Event description:
Additional information notes that the physician suspected an insulation anomaly.

Event description:
It was reported that during a follow up, the right ventricular lead exhibited noise. On (B)(6) 2015 it was reported that noise was still prevalent and could be reproduced with isometrics. It was also noted that the lead had a history of low lead impedance. The physician elected not to intervene at this time. No patient symptoms were reported and the patient would be monitored via merlin.net.